Event description:
It was reported that the device was used during a laparoscopic liver donor nephrectomy; the device was deployed for hemostasis. Surgeon felt the device was loose at clip end; however, no malformed clip was fired. Noew device was used to complete the case with no patient consequences.